Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. It was stated that there was leakage coming from the tubing of the cassette. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined.